Manufacturer narrative:
Date of event: exact date unknown, event occured since 2019.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. It was also reported that the patients ipg had migrated and was difficult to charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable. The patient was doing well postoperatively. The explanted ipg will not be returned.